Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the tumor resection, the device was able to hold the thin muscle tissue and sealed with the impact and it was able to cut, but the product's chin was not opened afterwards. The surgery nurse tried to open the jaw of the product, but the product's knife was broken. They were using the hand piece with the generator. They continued the case with this unit because it was attached to the small jaw. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. The visual inspection found the knife blade was damaged and exposed on the side of the jaw. The jaws could not open or close due to the damage to the knife blade. A piece of the knife blade was missing and was not returned for investigation. Investigation found the knife blade was trapped and exposed on the side of the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The user likely forced the jaw open to release the knife when it was trapped, which caused further damage to the knife blade. The instructions for use (IFU) sates, confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.